Manufacturer narrative:
Additional information has been provided in h6 and h10. The investigation into the reported issues has been completed. No device was received for evaluation. Visual and functional testing was not possible. The device passed all post sterile inspection checks. Based on the clinical details, the root cause of the access site bleeding - major is most likely due to use as the forward tension sutures resolved the bleeding. The root cause of the ectopy was unable to be determined due to insufficient clinical details. Due to lack of sufficient clinical information and no product returned, the root cause of the introducer damage - mechanical cannot be determined. Due to lack of clincial details, it is unknown how the pump became in the incorrect position so the root cause of the positioning issues cannot fully be determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was on impella cp support and during support, after peeling away the peel away sheath, a clear ring remained at the insertion site around the repositioning sheath. The decision was made by the doctor to leave the clear ring portion. The staff stated that they made attempts to remove the clear ring but were unsuccessful. The doctor stated that it could remain and the patient was transferred to intensive care unit with this in place. Support was continued. Additionally, the pump became malpositioned. The impella was retracted four centimeters with improvement of positioning alarms and the patient having ectopy. Support was continued again. Furthermore, the patient had access site bleeding. Forward tension sutures were utilized and heparin was withheld. The procedural outcome was the patient survived the surgery.